Event description:
Medtronic received information that approximately 6 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve, a transthoracic echocardiogram (tte) revealed aortic stenosis. The echocardiogram results indicated that the dimensionless valve index (dvi), acceleration time and effective orifice area (eoa) were all consistent with bioprosthetic aortic valve stenosis. The patient was asymptomatic. New york heart association (nyha) functional classification I was assigned. Treatment or intervention was not provided at that time. Approximately 8 years and 4 months following the transcatheter aortic valve implant, a computed tomography (CT) scan noted unspecified deterioration of this valve with congestive heart failure. The physician indicated this was related to the valve itself. Treatment details were not reported. Approximately 17 days later, heart failure was again observed. Treatment details were not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a4. Patient's weight updated b5. Third paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve, a transthoracic echocardiogram (tte) revealed aortic stenosis. The echocardiogram results indicated that the dimensionless valve index (dvi), acceleration time and effective orifice area (eoa) were all consistent with bioprosthetic aortic valve stenosis. The patient was asymptomatic. New york heart association (nyha) functional classification I was assigned. Treatment or intervention was not provided. No adverse patient effects were reported. Additional information was received which indicated that approximately 8 years and 4 months following the transcatheter aortic valve implant, a computed tomography (CT) scan noted unspecified deterioration of this valve with congestive heart failure. The physician indicated this was related to the valve itself. Treatment details were not reported. Approximately 17 days later, heart failure was also observed. Treatment details were not reported. No additional adverse patient effects were reported. Additional information was received clarifying the "unspecified deterioration" was the stenosis that was initially documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a computed tomography (CT) showed ¿severe¿ degenerative change with an inner diameter of 24 millimeter (mm) and an outer diameter of 27mm. Calcified leaflets were also reported. Treatment was not reported.

Manufacturer narrative:
Updated/corrected data: b2, b5, e1, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 years and 10 months following the valve implant the patient died. The cause of death was not known. Information of the death was not available. An autopsy was not performed. The physician indicated the death was not valve related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve, a transthoracic echocardiogram (tte) revealed aortic stenosis. The echocardiogram results indicated that the dimensionless valve index (dvi), acceleration time and effective orifice area (eoa) were all consistent with bioprosthetic aortic valve stenosis. The patient was asymptomatic. New york heart association (nyha) functional classification I was assigned. Treatment or intervention was not provided. No adverse patient effects were reported. Additional information was received which indicated that approximately 8 years and 4 months following the transcatheter aortic valve implant, a computed tomography (CT) scan noted unspecified deterioration of this valve with congestive heart failure. The physician indicated this was related to the valve itself. Treatment details were not reported. Approximately 17 days later, heart failure was also observed. Treatment details were not reported. No additional adverse patient effects were reported. Additional information was received clarifying the "unspecified deterioration" was the stenosis that was initially documented. Additional information received a CT identified ¿severe¿ degenerative change with an inner diameter of 24 millimeter (mm) and an outer diameter of 27mm. Calcified leaflets were also reported. Treatment was not reported. It was reported that approximately 9 years and 10 months following the valve implant the patient died. The cause of death was not known. Information of the death was not available. An autopsy was not performed. The physician indicated the death was not valve related. Additional information was received to report per the death certificate, the immediate cause of death was atrial fibrillation.

Event description:
Additional information received indicated the proximate cause of death was cardiovascular.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.